Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed from a crack in the dialyzer header. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the returned sample, no cracks were observed on either of the dialyzer headers. Coagulated blood was also observed between the header end cap threads on the cavity ID end of the dialyzer. The sample was subjected to a laboratory leak test where no leak was observed. There was no damage or irregularity noted to the dialyzer or any of its molded components. The dialyzer was then subjected to disassembly for further visual examination. The sonically welded cavity ID end screw flange was removed. Upon removal of the header end cap, a pe/pu sliver was identified between 350° and 0° with the dialysate ports at 0°. The pe/pu sliver laid across the potting cut surface, extending under the o-ring and down between the housing threads and screw flange. It measured approximately 3.5 cm in length. The inferior surfaces of the pu were then visually examined on both ends for voids; no voids were observed. N investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.